Event description:
It was reported that the pt had fallen in the shower and hit her leg on the bathtub approximately three weeks prior. Since the fall, the pt's leg had been swollen and she was unable to travel back to her home to see the managing hcp. The pt experienced "unbelievable pain". The pt had arranged for a pump refill; she did not know if they would increase the bupivicaine. Per the reporter, the bupivicaine in the pump was originally decreased by an hcp as they believed that it was contributing to the pt's falling. It was later reported that the pt was hospitalized in 2009 and had experienced severe spasms and pain from mid-thoracic area to her feet. The reporter indicated that the pump has not been "functioning correctly". The reporter thought that there may be "something wrong with her catheter and it needs to be removed". The pt may have been in withdrawal for last 5 months. The pt was visiting her family in another state; she was being transferred to a different hospital where they were more familiar with pumps.